Manufacturer narrative:
Reported event of needle detachment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report # 3005099803-2014-03112 pertains to the other device. It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure performed on (B)(6) 2014. According to the complainant, the needle detached while the physician was throwing the needle through the sacrospinous ligament. A second capio device was opened but had the same problem. Both needles were left inside the patient. The physician did not attempt to retrieve the needles. The procedure was completed with a third capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Analysis of the returned capio slim device confirmed that the device didn't have any damages. The needle used at the procedure was not returned therefore it is not possible to determine if the needle was detached or not. The device was actuated three times and it extended without any problem. Then it was actuated  three times with the suture and no anomalies were observed. Therefore the most probable root cause is not confirmed since the complaint included a returned device review which showed no evidence of either the alleged issue or any defect which could have contributed to the event.   A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The complaint was not confirmed. The device did not show any evidence of either the alleged issue or any defect which could have contributed to the event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report # 3005099803-2014-03112 pertains to the other device. It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure performed on (B)(6) 2014. According to the complainant, the needle detached while the physician was throwing the needle through the sacropinous ligament. A second capio device was opened but had the same problem. Both needles were left inside the patient. The physician did not attempt to retrieve the needles. The procedure was completed with a third capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.